Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that after completing pd treatment a fluid leak was discovered. When the patient removed the cassette from the machine there was fluid in the pump module area and on the external of the cassette. It was unknown where the fluid was leaking from. The fluid "rushed" out and took 3 days to dry out. There was also a rattling noise that was heard when using the cycler. The cycler was replaced. The patient was able to do manual treatments until the new cycler arrived. There was no harm, adverse event or intervention required due to the fluid leak. The cycler is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that after completing pd treatment a fluid leak was discovered. When the patient removed the cassette from the machine there was fluid in the pump module area and on the external of the cassette. It was unknown where the fluid was leaking from. The fluid "rushed" out and took 3 days to dry out. There was also a rattling noise that was heard when using the cycler. The cycler was replaced. The patient was able to do manual treatments until the new cycler arrived. There was no harm, adverse event or intervention required due to the fluid leak. The cycler is available to return for investigation.

Manufacturer narrative:
Correction: a.4.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An accelerated stress test was performed. The sound (noise) emitted from the cycler during the test was normal. No fluid leaks in test cassette during test. The teach pump test passed. Systems air leak test passed. There were visual indications of dried fluid found in between the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that after completing pd treatment a fluid leak was discovered. When the patient removed the cassette from the machine there was fluid in the pump module area and on the external of the cassette. It was unknown where the fluid was leaking from. The fluid "rushed" out and took 3 days to dry out. There was also a rattling noise that was heard when using the cycler. The cycler was replaced. The patient was able to do manual treatments until the new cycler arrived. There was no harm, adverse event or intervention required due to the fluid leak. The cycler is available to return for investigation.